Event description:
It was reported that during a laparoscopic cholecystectomy, when the doctor tried to fire the device, he found it wouldn`t fire because of clip deformation inside. He had to change the new one for successful procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Three attempts were made to obtain additional information, but no response has been received to date. If further details are received a supplemental medwatch will be sent. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.